Event description:
It was reported that during a thermal ablation procedure the balloon ruptured 4 minutes into the therapy cycle. The machine read low pressure. Another device was used to complete the procedure with no pt consequences.